Event description:
The customer reported that after replacing the non-olympus lamp, the lamp usage time does not reset to zero when the xenon lamp life meter reset switch is pressed. The reported problem was found during maintenance. The device was returned for evaluation and during the evaluation, the following reportable malfunction was identified: the lamp could not be lit due to a defective power unit. There was no procedure involved and no impact to patient or other has been reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The evaluation found the lamp usage time cannot be determined. Additionally, the lamp could not be lit due to a defective power unit. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed lamp not lighting up issue could not be determined, however, the issue was likely the result of a faulty power supply unit. The root cause of the power supply unit could not be determined. Olympus will continue to monitor field performance for this device.